Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an inoperative "select" button at channel a was confirmed by baxter personnel during product evaluation. The root cause was assigned to fluid intrusion. The keypad was replaced to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 5.48.92. A service history review was performed revealing the reported condition is not related to any previous reported problem with this pump.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced "select button of keypad was inoperative at channel a". It is unknown when this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.